Manufacturer narrative:
The patient reported that she was hospitalized for five days beginning (B)(6) 2025, due to pneumonia. She believes that she was not receiving the full nebulized medication dose because the medication was leaking from the nebulizer. Her medical history is significant for bronchiectasis, chronic cough, copd, asthma, tracheobronchomegaly, and recurrent pneumonia. She initiated volara therapy on (B)(6) 2025, and has been performing therapy since that time, including nebulized arformoterol twice daily. The patient contacted baxter respiratory customer support on (B)(6) 2025, to report the leakage issue and was provided with a replacement circuit and nebulizer tubing; however, the problem recurred. Most reports of leakage involve the junction between the top and bottom of the nebulizer cup. Additional leakage has been reported at the connection points between the nebulizer cup top and the spacer (used to allow compatibility with medline nebulizer cups), as well as between the spacer and the handset. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Leaking of medication.